Manufacturer narrative:
The device is not available for return as it remains in the patient. The exact cause of the stenosis could not be confirmed. Per the instructions for use (IFU), restenosis of the valve and structural valve deterioration are potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, limited information was provided, the event may be related to the patient¿s long term renal dialysis and diabetes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), four years and eight months after implant, the 26 mm sapien xt was treated valve in valve with a 26 mm evolut-r due to symptomatic aortic stenosis. The patient was stable post-procedure and transported to recovery. The patient is diabetic and a long-term renal dialysis patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.